Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one integrity bare metal stent to treat a severely calcified and mildly tortuous lesion located in the ostium of the left main (lm) coronary artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, however excessive force was not used. It was reported that the stent dislodged in the lm during removal following a failed delivery. The stent was jailed using a non medtronic peripheral stent in the left iliac. No patient injury was reported.